Event description:
It was reported the pt had pain at the ipg site and the physician planned to move the ipg to a new pocket site. F/u identified the physician opted to replace the ipg and placed the device in a new location to address the discomfort. The pt was receiving stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.